Manufacturer narrative:
The pcb filament driver and the x-ray tube were returned to the manufacturer for analysis. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel and these components were found to be unrelated to the cause.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the system was not able to complete the generator autocal. Determined that a relay in the high voltage tank malfunctioned. Replaced tank. Calibrated system. System now functions normally. The ht controller board and atp board were also replaced. These parts have been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while testing the imaging system, the auto generator calibration test could not be passed. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect h-vltg tank failed bench testing. J1e to j1a , j1d to j1a and j1k to j1a connections are open in j1 connector. J1f to j1g and j1h to j1g readings are slightly above spec. ( spec 4.5 ohms +- 5%) the reported issue was confirmed to be caused by an electrical failure of the h-vltg tank. Investigation of returned suspect ht controller was unable to confirm reported problem. Installed ht controller board in test imaging system and system readied as expected and both 2d and 3d imaging were successful. No problem found. Investigation of returned suspect atp console was unable to confirm reported problem. Installed atp console in test imaging system and the system readied and functioned as expected. 2d and 3d imaging are successful. No problem found.